Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were checked and the battery contacts were cleaned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a pre-charge error code prior to a case. No pt injury was reported.